Manufacturer narrative:
H.6. Investigation: a device history record review was performed for the provided lot number 191205 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To further investigate this issue, one physical sample was provided for evaluation by our quality engineer team. Through examination of the sample, foreign matter was observed embedded into the shield component. It is possible that this foreign matter was grease from the molding machine. Due to the high-volume manufacturing process, it is also possible that particulate matter was generated and introduced to the shield component. An exact cause could not be determined for this incident.

Event description:
It was reported that ndle 18ga 1-1/2in blt fill nc tw shld had foreign matter on it. This was discovered before use. The following information was provided by the initial reporter: a new, sterilized needle in a package comprising dirt on the metal body.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that ndle 18ga 1-1/2in blt fill nc tw shld had foreign matter on it. This was discovered before use. The following information was provided by the initial reporter: a new, sterilized needle in a package comprising dirt on the metal body.